Manufacturer narrative:
The sodium electrode serial number is (B)(6). The expiration date was not provided. The alarm trace contains an "abnormal aspiration (sample pipetter)". This is an indicator of possible poor sample quality. The field service engineer (fse) identified an issue with the sample probe. The fse replaced the sample probe, the sipper nozzle, the vacuum nozzle, and the dilution cup. Precision, qc, and patient correlation testing were all acceptable. The customer did not report any other issues after the service. The investigation determined that the issue found by the fse was the root cause of the event.

Event description:
We received an allegation of questionable sodium electrode assay results for multiple patient samples tested on the cobas c 303 analytical unit. One patient sample with discrepant results was provided: the initial result from the analyzer is 142 mmol/l. The repeat result from a cobas pro ise is 128 mmol/l. The repeat result was deemed correct.